Event description:
At an unk time and location pt went to the USA for spine surgery, for what is believed to be an mis decompression at l3-l4 with no instrumentation. Pt was unhappy with the results and went to (B)(6). In (B)(6) 2010, surgeon in (B)(6) performed a decompression and fusion from l2-l5 using pangea system with an allograft t-plif spacer at l3-l4. Subsequent to this, pt complained of pain and discomfort for approximately 20 months before the pt was returned to the operating room on (B)(6) 2012 for revision surgery. During the revision surgery, surgeon noted a malunion at l4-l5 level and the head of the l5 pangea polyaxial screw on the left side was solidly attached to the rod with the cap but had disconnected from the bone screw. The polyaxial screw on the l5 contralateral (right) was intact and solid on the rod, but appeared to have undergone a "windshield wiper effect" in the pedicle and was loose. Due to stability concerns, surgeon removed all screws, rods and caps from the construct and were discarded by the hospital. The l5 screws were removed and replaced, and the construct was extended down with iliac wing screw fixation for additional stability. All screws replaced with larger sizes except for the left l5 pedicle screw. The transconnector was reused. Black deposit (what appeared to be titanium dioxide) was found in the nerve root near the head that had snapped off of the screw. Reportedly, surgeon was unable to see the disconnected polyaxial head on the pre-operative x-ray. This is the 6th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.